Manufacturer narrative:
The tech stated that the foot end brake casters would swivel from side to side. The tech replaced the brake casters, the main bearing and the brake pedal to resolve the issue.

Event description:
Tech alleged that the brakes were not holding. No one was hurt or injured.